Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. After further troubleshooting, it was determined to replace the motor controller (mc) printed circuit board assembly (pcba) to resolve. The fse replaced mc pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the mc pcba board was the cause of the reported issue. The device was not being used for treatment when the reported event occurred. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting error 3.3 v supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer needs to replace power management (pm) board. The rse informed the customer that unit is due for field change (v60/v60 plus ventilator ¿ ventilator loss of function w/o alarm & csa labeling remedy). The customer requested on-site service for repair. The rse created action assignment for repair completion and dispatched a field service engineer for onsite repair.